Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during use. Customer did not disclose if a procedure was impacted or the length of the delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(6). A technical support center specialist evaluated the device's logs and found the device unresponsive displaying the biometric scanner's login screen. The technical support center specialist reviewed the device's database settings and found that the recovery mode option was set to full. The setting was modified to the simple option to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during use. Customer did not disclose if a procedure was impacted or the length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-jul-2021 to 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system application stopped responding on the biometric identification login screen. A technical support specialist logged in as carefusion admin and checked properties, found that recovery mode was set to full, updated into 'simple' to resolve the issue. A technical support specialist confirmed that the database size got reduced to 3.7gigabytes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
The customer reported that a pyxis anesthesia es system unexpectedly stopped responding during use. The customer did not disclose if a procedure was impacted or the length of the delay. There was no patient or user harm was not reported.